Event description:
Surgical counts were deemed correct prior to extubating the patient. This was found to have occurred due to the sponges not being separated and organized effectively in the sponge counter bag. The sponge bags are made to hold 2 sponges in each segment with a small tack dividing the segment into 2 compartments. This tack division was separated and the 1 sponge that was in the segment fell across both segments. This resulted in the nurse counting the 1 sponge in the segment as 2 sponges. FDA safety report ID# (B)(4).